Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that a patient was unable to turn their stimulation on. The issue was resolved, during a phone call, when the patient pressed the gray button on top of the controller. Successfully turning the stimulation back on. The troubleshooting steps taken, during the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.